Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor displayed a ¿sensor reconnecting¿ message, resulting in temporary signal loss to the ilet bionic pancreas only, and the caller was informed to allow time for intermittent connectivity reconnection. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact to health and no medical intervention or hospitalization. User support included review of the reported connectivity behavior and user guidance. Investigation of this case revealed a transient communication interruption between the cgm and the ilet, consistent with expected reconnection behavior, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user and environmental factors affecting wireless connectivity.